Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, during an unrelated surgical procedure the surgeon noticed that the pulmonary valve & conduit (B)(6) had become stenotic and was explanted. A review of the processing records indicates that the allograft was processed according to all specifications. A review of the relevant literature reveals that signs of structural valve deterioration at 6 months post implant would be considered an early and rare event. However, it has been documented in the literature. Histologic evaluation of the returned segments showed evidence of intimal hyperplasia, a known potential complication of cardiac allograft transplantations; which may lead to valve stenosis. Additionally, a moderate chronic inflammatory infiltrate comprised of lymphocytes and plasma cells were observed. However, this was only present at the suture line. There is no indication that any donor attributes or processing anomalies contributed to this event. No further action is warranted at this time.

Event description:
According to the report, during unrelated cardiac operation the surgeon noticed the pulmonary valve & conduit sg allograft had stenosed and needed to be explanted.